Manufacturer narrative:
The software logs were reviewed and provided no additional insight regarding the unresponsive application. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
On (B)(4) 2016 a medtronic representative, following-up at the site, reported issue resolution ,on the call with medtronic technical services specialist was confirmed. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system unexpectedly became unresponsive at the navigation screen. Mouse and keyboard were also not responding. In trouble-shooting, a system re-boot restored normal function. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.